Event description:
It was reported that high capture threshold was observed. Dislodgement was suspected. Lead was explanted and replaced when repositioning was unsuccessful. The patients was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.